Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The technician observed that the battery provided with the unit is depleted and that the device would work properly with another battery. The technician replaced the power supply to solve the issue of device not turning on with ac power. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not power on with ac or dc power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the root cause of no ac power was determined to be shorted transistor on the eos. The cause of no dc power was depleted battery, but further root cause could not be determined.